Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating and almost burned the patient. It was also reported that the glue holding the sticker with serial number turned brown. No troubleshooting taken. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model#: 24952b, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed that there was no complaint failure found; found error codes (B)(4) failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.